Event description:
The customer alleged that the vent failed to cycle with no audible alarms. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. It is not verified that the vent failed to alarm or failed to cycle, and no malfunction may have occurred. There was no patient harm or change in therapy as a result of the alleged malfunction.